Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator was continuously beeping and would not come up to main screen. At this time, there is no information regarding patient involvement associated with the reported event.